Manufacturer narrative:
According to informations contained on guarantee form, the dentist do not have information about the lot number. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
(B)(4). The dentist reported that had to remove the dental implant during its installation surgery. There is no further information about the case.